Event description:
We were informed a revision was planned due to noise on this rv lead. As of (B)(6) 2016, this lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.